Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after experiencing cardiac arrest and ventricular tachycardia (vt)/ ventricular fibrillation (vf). It was noted the right atrial (ra) lead dislodged. There was also undersensing of atrial fibrillation (af) noted on monitor. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.